Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes a the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 11-apr-2022 h.6. Investigation: one 5ml luer-lock eurographics syringe (p/n 309649) batch 1236883 in sealed package was received and evaluated. The sample was tested per procedure for breakout and sustaining force and the results were acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ syringes a the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.